Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 43 mg/dl. Customer treated with glucose tablets. Troubleshooting found that the drive support cap was normal and the pump settings are correct. The customer was advised to monitor the pump and to follow up with their doctor regarding the low blood glucose.